Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer . No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 03/23/2011 and 04/11/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the patient as being myopic post-lasik. He does not blame the lens for the event and thinks the history of lasik was the cause. Additional information has been requested.